Event description:
It was reported that the patient and his wife were hearing a very soft ¿little note, like a little beep¿ or ¿a ping¿ about every 12 to 24 hours the last couple of days. A week prior the patient had heard it one day. They called the physician¿s office and they thought that maybe the pump battery was going out and told them to call back if it came more rapidly/frequently. The patient¿s wife hadn¿t notice any change in the patient. The eri (elective replacement indicator) on the previous telemetry strip said 4 months. In discussing pump end of life, it was noted that the patient had been on a very low dose because he was quite sensitive. He¿d always ¿had extra that they¿ve taken out and it never lasts a whole year¿. The patient¿s next refill was scheduled for the (B)(6); the refill prior was thought to be in (B)(6). The patient was scheduled for refills every 4 months; with the patient¿s prior physician, the refills were every 6 months. The pump was delivering baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).